Event description:
Customer alleged while patient was in the sling, the lift tipped over to the side, allegedly causing injury to the consumer and staff members. Injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model rpl450-2, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1145810 rev b (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The patient is a (B)(6) female whose age and height are unknown. The patient's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility stated that two cna's were maneuvering the resident from her bed to a wheelchair. While the resident was in the sling the rpl450-2 lift allegedly tipped over to the side causing the resident to fall bottom first onto one of the cna's. The resident was x-rayed at the facility and nothing was broken. The cna was treated at an (B)(4) clinic and has an air cast on her right ankle. The cna is back to work on light duty.